Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a dialysis catheter placement procedure, upon opening the catheter package, the guidewire was allegedly fractured. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, two electronic photos were provided for review. The first photo shows one unsealed sample tray containing one equistream dialysis catheter, one tunneler with end caps, two dilators, one introducer needle, one product label and one guidewire along with the hoop. A bend was noted on the distal end of the guidewire. The second photo shows the clinician holding the guidewire. Stretching was noted on the distal end of the guidewire and also multiple bends were noted. The flat core wire was noted to be fractured from the distal end and protruding. Therefore the investigation is confirmed for the reported fracture and identified deformation, stretched, material separation and unraveled issues. However the investigation is inconclusive for the reported device damaged prior to use issues as the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a dialysis catheter placement procedure, upon opening the catheter package, the guidewire was allegedly fractured. There was no patient contact.